Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached from the catheter and was not returned for analysis. Impedance testing showed an electrical open at the distal wave form. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen. The transducer level impedance test with the microprobe could not be performed due to the superficial condition of the transducer.

Event description:
Reportable based on device analysis completed on 06dec2022. It was reported that visualization issues occurred. The patient presented with chest pain. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, no image was shown. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was detached. It was further reported that the device was removed intact from the patient.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached from the catheter and was not returned for analysis. Impedance testing showed an electrical open at the distal wave form. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen. The transducer level impedance test with the microprobe could not be performed due to the superficial condition of the transducer.

Event description:
Reportable based on device analysis completed on 06dec2022. It was reported that visualization issues occurred. The patient presented with chest pain. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, no image was shown. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was detached.